Event description:
Surgeon stated that he inserted a collamer intraocular lens model cc4204bf into the eye and noted the trailing haptic was torn. The incision was enlarged to remove the intraocular lens. This was the first of 2 lenses inserted into the eye of this pt.